Event description:
The penile prosthesis failed and evaluation revealed that it had complete loss of fluid in the system. The physician found a leak in the right cylinder in surgery. The system was removed and replaced. Add'l serial no: 72488801.